Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fever and cloudy effluent. The cause of the peritonitis was unknown. It was reported the same day as diagnosis the patient was hospitalized for the event. The same day the patient was treated with intraperitoneal cefepime for twenty-one days (dose and frequency not reported). The patient was discharged three days after admission. At the time of this report the patient remained on antibiotics and was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.